Manufacturer narrative:
The technician replaced the junction box, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit will not send a signal to the nurse's station when it alarms locally. On (B) (6) 2007 - tsr (B) (6) reported that this bed would not place a nurse call when the ppm alarmed. (B) (6) reported that there were no injuries. Due to no injury being reported, I am not paging a field investigation. Pre notification will be sent on end of week report on (B) (6), 2007. Sum - tsr (B) (6) replaced the junction box (part number 62867rtg) and the ppm functioned properly. (B) (6) had scrapped the junction box that he removed from this bed.